Event description:
The customer obtained the result of 491 mg/dl on her accu-chek aviva system in comparison to a 209 mg/dl result on the professional meter. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.